Event description:
Pt experienced a morphine overdose due to improper programming of medication on first fill of pump post-implant. Info received from health care provider stated that pump was initially programmed to 1 mg/kg day instead of 1 mg/day, resulting in the pt receiving 3.75 mg of morphine/hr for 9 hours. Pt was hospitalized for several days in ICU initially for respiratory distress and coma, but did not require intubation. Pt was treated with narcan, observed for a few days, and was released after complete recovery from the episode.